Event description:
The hospital reported that during routine inspection by biomed dept, (B)(6) would not pass electrical testing, therefore cannot be used. Incident did not happen during surgery; therefore, no patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).